Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.